Manufacturer narrative:
Batch review performed on 27 march 2019: lot 154389: (B)(4) items manufactured and released on 27-nov-2015. Expiration date: 2020-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
13 days after primary the surgeon revised the patient knee swapping the 11mm poly with a 13mm poly and resurfacing the patella. The patient was complaining of laxity and anterior knee pain. The surgery was completed successfully.